Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a blood glucose of 63 mg/dl after announcing and consuming breakfast while using the ilet bionic pancreas during the initial days of pump use. Symptoms included hypoglycemia. Outcomes included successful correction with oral fast-acting carbohydrates and return of glucose to range without hospitalization. Investigation included troubleshooting and user education on continued meal announcements and pump adaptation during early use. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemic event, with the pump expected to adapt dosing as meal algorithms learn. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.